Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred and the implantable pulse generator (ipg) system was extracted. It was noted that the organism of the infection was unknown. No further patient complications have been reported as a result of this event.